Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that error code e105 was displayed due to a failure in the light-emitting diodes (led) unit. As for the cause of the led unit failure, it was thought that stress factors such as heat or humidity had an effect on the circuit board, leading to failure, but this could not be definitively identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the video system center displayed a 105 lamp error. The issue occurred during maintenance. There were no reports of patient harm.